Event description:
It was reported that the patient presented to the emergency room after receiving appropriate shocks for a ventricular arrhythmia. The atrial lead exhibited increased impedance, intermittent capture and was fractured. The lead was capped on (B)(6) 2012 and explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in four pieces. The proximal insulation was abraded and fractured. The abrasion and fracture are consistent with friction with another implantable device.